Manufacturer narrative:
(B)(4). The reported events of exposure, device migration, high intraocular pressure, inflammation/irritation, absence of bleb and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported extrusion/ migration to subconjunctival space approximately one week post op of surgery with high intraocular pressure and inflammation. There was no bleb formation even though the implant was positioned. Physician believed there could be a blockage of the lumen or tissue debris. The device remains implanted at this time in the unknown eye.

Manufacturer narrative:
Concomitant medical product(s): chlosig and maxidex ointment. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62745. The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported affected eye is left eye. Treatment was provided as needling procedure performed. Explant surgery was planned and to insert the new stent. However, patient is holding off surgery for now.